Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set cannula caused bleeding at the site during insertion. The site was removed due to being short on time. The patient's blood glucose was adversely affected and reported at 400mg/dl. The patient reverted to a manual injection for insulin therapy to address the high blood glucose. No permanent injury was reported.